Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic presented remotely for follow up. The clinic had not been receiving scheduled remote transmissions for the device. It was observed that the remote transmitter could not read the patient's device, possibly due to an issue with the device's rf telemetry chip. The were no adverse consequences to the patient reported, and the patient would continue to be monitored.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition. The device was found completely depleted.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information noted that the device was explanted. Patient was stable post procedure.